Manufacturer narrative:
Not available for evaluation.

Event description:
It was reported that it was noticed during clean up after a procedure that the 25khz spetzler baracuda tip had melted. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.